Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, in the lab, the navigation system experienced a low performance error. The system was running slower than the expected. The site restarted the system and it still had slow performance. By the end of the lab, the touch screen on the main cart was no longer working and the site would get intermittent messages on the monitors saying "low performance". There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.